Event description:
It was reported that patient underwent a total hip arthroplasty procedure on an (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012 due to dislocation and suspected pseudotumor the acetabular cup, modular head and taper adapter were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Review of the explanted device found lighter and heavier scratches, possibly caused by surgical instruments during removal of the cup. There was no evidence of changes in surface contour at the edges of the contact area, from which it is inferred that wear rates were not excessive. Worn indentations or deformation marks were visible at the rim of the cup, which may have occurred due to dislocation of the modular head or from stem impingement. Device met specifications for all measurable dimensions. This follow-up report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00838-1).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00838 / 00840).